Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported during an unrelated procedure, visual inspection of an insulation anomaly was observed on the right ventricular lead. Noise was seen on the far field channel on the ventricular lead. The lead was explanted and replaced. The patient tolerated the procedure well.

Manufacturer narrative:
(B)(4)

Event description:
It was reported during an unrelated procedure, externalized conductors were observed. Noise was seen on the far field channel on the ventricular lead. The lead was explanted and replaced. The patient tolerated the procedure well.